Event description:
After an implantation period of approx. 20 months oversensing was reported. The lead was explanted without complications and returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the leads revealed multiple signs of wear along the lead body. In particular in the distal area of the linox smart promris, the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Further damages of both leads most likely occurred during the explantation procedure. The safio s lead was found free of peculiarities. The analysis did not reveal any sign of a material or manufacturing problem.